Event description:
Reporter alleged blood glucose readings had been erratic. It was stated glucose measured 130, 276, and 298 mg/dl when testing was performed within 5 minutes of each other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.